Event description:
It was reported that the patient's low voltage lead exhibited multiple noise episodes. No changes or intervention were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.